Manufacturer narrative:
Submitted: 08/08/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on testing, the pump did not recognize the cartridge during the rewind, load and prime function. The pump was opened for investigation and revealed contamination on the force sensor unit and the force sensor was noted to be out of specifications. Evaluation also revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Recall # 2531779-03/24/2010-003-r.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: load step malfunction.